Manufacturer narrative:
(B)(4). Date sent: 07/21/2016. (B)(4). Additional information was requested and the following was obtained: when the knife didn't cut and pushed all the tissue ahead, did the device deliver any staples? The device delivered staples. If yes, were the staples formed properly? The staples formed properly the problem is the following: because the knife pushed ahead tissues without cutting, the device stapled tissue already stapled so it formed a mass of tissue. If yes, were there staples missing from the staple line? Impossible to determine if there were staples missing but we don¿t think so. If yes, was the staple line complete (full 60mm)? It¿s impossible to determine if the staple line was 60mm because all tissue was stapled together but it seemed to be completed. On which firing did this event occur (1st, 2nd, 12th, etc.)? The problem occurred on the first firing. Was buttressing material utilized? If so, which product? How was the procedure completed? The surgeon threw away the echelon and took another one and he continued the intervention without other problems. The analysis found that the ple60a device was received in good visual condition and with an ecr60d cartridge reload present; it was noted to be fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bypass procedure, the knife didn't cut and pushed all the tissue ahead. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.